Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The lot history was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Additional contact: (B)(4). (B)(6).

Event description:
The product involved is a 102" (259 cm) appx 15.4 ml, 10 drop admin set w/0.2 micron filter, clave¿, rotating luer, and the event date is unknown. As per the report, there was a leak at the catheter hook up. There was no hole, cut or tear or any defect that the customer could see. The incident happened after connecting the patient and starting the IV line. The customer disconnected the patient and started a new line. There was patient involvement but no patient harm.